Manufacturer narrative:
As the device was not available for evaluation, the reported event could not be duplicated and no failures could be confirmed. The device was not available for evaluation.

Event description:
It was reported that during patient registration for a craniotomy at the healthcare facility, an inaccuracy was observed. It was reported that the procedure was completed successfully, without a clinically significant delay, and without adverse consequences or medical intervention.